Event description:
The patient reportedly experienced overly loud stimulation and poor performance with his device since implantation. It was also noted that within the last four years, the patient made very limited progress in performance. External equipment was exchanged and programming adjustments were made. However, the problems were not resolved. Testing showed that the device was functioning. Surgery to explant the patient's device will be scheduled.